Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported finding a fluid leak during cycle 3 or 4. He discontinued treatment. When the cassette was removed he found fluid leaking from the left side. The patient was advised to contact his nurse. The set was discarded. During follow up the patient's nurse reported the patient was presciribed prophylactic antibiotic vancomycin. The patient did not have an adverse event associated with the leak.